Event description:
It was reported that on (B)(6) 2014 patient had a total knee arthroplasty done using a smith and nephew journey ll system and a revision surgery of the same on (B)(6) 2015. Subsequently the patient developed severe issues with the knee implant and his orthopedic dr. Believes that the patient may be allergic to the components in the artificial knee. Further information is unknown yet.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re opened.